Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 08/30/2016 reportedly stating to oversensing with noise on rv channel. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).